Event description:
It was reported that pt experienced excessive blood loss during the excluder implant procedure at the access site. According to the clinician the pt had calcified vessels which contributed to the blood loss. The pt was transfused 2 liters of blood products. The pt is fine and the sheath was discarded by the hosp. There was no allegation of deficiency made by the clinician.